Manufacturer narrative:
The tip cover accessory involved in this complaint has been discarded by the customer. Therefore, an evaluation of the device cannot be performed by isi. This complaint is being reported based on the following conclusion: the tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip cover accessory to detach from the instrument.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a monopolar curved scissors instrument¿s tip cover accessory fell into the patient when the instrument was removed from the patient side manipulator (psm). The tip cover accessory was retrieved laparoscopically during the same procedure. The user did not note anything unusual with the instrument, the installation of the tip cover accessory, or the removal of the instrument. No energy was used while the tip cover accessory was removed from the instrument. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the customer closely monitor the installation of the tip cover accessory and the removal of the instrument. The procedure was completed with no reported harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: the tip cover accessory came off when the instrument was removed to install a needle driver instrument. No lubricant was used and the tip cover accessory was not over-installed. The instrument did not come into contact with another instrument or hard material. The instrument¿s wrist was straightened during removal from the patient. The customer reported that the tip cover accessory was discarded.